Event description:
(B)(4). Initial report: this case was reported by a physician for dermatology and involves a (B)(6) female patient. From (B)(6) 2007 to (B)(6) 2007 she had been treated with poly-l-lactic acid (sculptra), indication: cosmetic injection / treatment of folds (nasolabial, mentolabial, cheek and cheekbone). For approx two weeks the patient suffered from 4-5 small, palpable nodules (at each cheek); additionally she had a feeling of swelling (location: face). Outcome: ongoing.

Manufacturer narrative:
Additional info received on (B)(6) 2008. Addendum provided by physician (dermatology): the patient had been treated with poly-l-lactic acid on (B)(6) 2007; location: nasolabial and corner of the mouth; dosage: 7 ml at each side. Concomitant medication was not given. Starting in (B)(6) 2008, the patient suffered from nodules in the area of the cheek and feeling of facial swelling. On (B)(6) 2008, the physician recommended a corrective treatment with levocetirizine tablets and massage of the nodules. On (B)(6) 2008, after the corrective treatment, the physician found only two small nodules in the right corner of the mouth and in the right nasolabial area. Other nodules disappeared. Addendum for follow-up received (B)(6) 2008. Assessment after ptc investigation: batch record review without hint to root cause, no faults, defects, damages detectable.